Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149908 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m149908 and test base part number 190-430 / lot m149908. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149908 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Reference MFR numbers: 1221359-2021-02175; 1221359-2021-02176.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested swab. The swab was manufactured by another manufaturer. Repeat testing was performed with the same sample and generated negative results. Confirmation testing was performed on nasopharyngeal swabs with bd max generated negative results. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.